Event description:
Customer reported that she was trying to program a bolus and the up and down buttons on the insulin pump are not responding. Device was not bumped, dropped or exposed to moisture. Blood glucose value is 199 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The down arrow button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.